Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that right ventricular lead was explanted due to dislodgement and loss of capture. No further adverse patient effects were reported. The lead was explanted and a new right ventricular lead successfully implanted. At this time there is no additional information available. If additional information becomes available the event will be updated.